Event description:
On (B)(6) 2012 the pt was treated for an abdominal aortic aneurysm. The pt had a 70 degree neck angulation. The neck length was approximately 12 mm. Five gore excluder aaa endoprostheses were implanted. In addition, a 40x10 palmaz stent was implanted. During the procedure, a proximal type I endoleak was noted on the gore excluder aaa endoprosthesis trunk-ipsilateral leg component featuring c3. The proximal type I endoleak was also noted after implant of the gore excluder aaa endoprosthesis aortic extender component. The palmaz stent was then implanted and at that time a piece of plaque covered the left renal artery. The physician then chose to do an open conversion to complete the procedure. All devices were explanted and discarded at the facility. The pt tolerated the procedure.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Please note additional devices implanted: (B)(4).